Event description:
The initial tha was performed on (B)(6) 1999. The patient was examined after she has suffered the dislocation on numerous occasions this year. The surgeon diagnosed that it was due to the problem with the angle the cup was implanted. Therefore the patient was revised on (B)(6) 2014.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Reason for revision was stated due to angle of cup implanted which was causing dislocations on numerous occasions. A complaints database search and review of manufacturing records did not identify any anomalies. Without further information or return of products the root cause of the complaint cannot be confirmed. The complaint shall be closed with an undetermined conclusion and monitored though trend analysis. If further information is received the complaint shall be reopened and investigated further. No further actions are identified. Post market surveillance is per (B)(4). Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.